Event description:
A facility representative reported that after an intraocular lens implantation surgery, the patient experienced blurry vision. Clinical reason for was mentioned as multifocal cornea or posterior corneal elevation interfering with edof (extended depth-of-focus).the iol was exchanged for another lens model following the initial implant procedure. Additional information was requested and received, patient had central blur in vision and unable to see clearly (couldn't read street signs with right eye only). After an iol exchange with non company lens, on day 1 post-op, he reported that the central blur was resolved. As per physician's opinion mild posterior corneal elevation noted after corneal specialist evaluation may have played a role in this patient's inability to tolerate/function with an advanced optics design.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).